Event description:
The initial reporter stated they received discrepant results for one patient urine sample tested with albt2 tina-quant albumin gen.2 (microalbumin) on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a microalbumin value of 324.8 mg/l. The sample was repeated, resulting in a value of < 0.7 mg/l with a data flag. The sample was also repeated on (B)(6) 2022, resulting in a value of < 0.8 mg/l with a data flag. The microalbumin reagent lot number was 65268801. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.